Event description:
It was reported that customer experienced pump malfunction, but no specific details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, pump replacement, or additional support steps were reported, and no further information was received regarding the outcome of the event.